Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, however, (B)(4) was implemented for jamming on skin stapler family products. We will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue: "jamming during use." No pt injury reported. Pt current condition is fine.